Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device remains implanted.

Event description:
White "lint-like" substance on screw threads. Mostly on longer screws and only on portion of screw closest to head. The surgical delay was only a minute or two and the issue was resolved by cleaning off threads. Three screws were implanted.